Event description:
It was reported that the customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. It was stated that the customer was taken to the camp nurse due to her low glucose of 60mg/dl. Troubleshooting was performed. The programming was correct. Reviewed the bolus and prime history and found that the last time the customer primed was three days before the event. The nurse also mentioned that the reservoir was filled with 200.0 units of insulin, but the reservoir visually displayed 160.0 units. Checked the bolus history and found no bolus delivered on the day of the event. The customer's most recent glucose reading was 84mg/dl, and she was treated with glucose tablets. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The insulin pump properly recorded the correct reservoir started date on the status screen. Unit also properly recorded the manual prime during testing, the reservoir test reflected the correct amount of unit remain in the status screen.